Event description:
The customer reported being hospitalized for low blood glucose under 20mg/dl by the time the ambulance the paramedics arrived. The customer mentioned that she was in a vehicle accident due to her low glucose, and she was the driver. Troubleshooting was performed, and the caller stated that the insulin pump was delivering too much insulin. The infusion set was changed. The customer stated that insulin was squirting out, but she did not receive any alarms. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing it was concluded that the device operated within specifications.